Event description:
It was reported that the device was used during an unknown procedure. The staples were malformed. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Event description:
The facility representative reported a colleague infusion pump with a failure code 808:02. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's review of the device event history review, it was discovered that the event occurred during delivery. No additional information is available.the user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The assignable cause for the reported condition is a faulty pumphead module (phm). The phm was replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).